Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse checked the ac input, and it checked out. The fse replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint via system logs. Functional testing confirmed the unit does not power on. The fuse was replaced; however, the unit still remains non-functional. As a result, generator logs and diagnostics were inaccessible.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) technical support engineer (tse) received a call from clinical staff stating the energy generator could not power on during the procedure. The tse documented that staff first checked the power cable and confirmed ac power was present, and when the issue persisted, the site switched to a spare integrated electrosurgical unit (iesu) to continue the procedure. The procedure was completing as planned with no reported injury. Isi contacted the customer but was not able to gather any additonal information.